Event description:
It was reported by the clinician that during insertion, the 18ga needle snapped off at the hub. Surgical intervention was required to successfully remove the needle that was lodged in the patient's subcutaneous tissue. The report states: "the patient was morbidly obese and the force needed to reach the underlying blood vessel using this needle length is greater than that used on a patient with a smaller body frame. A longer needle may have alleviated this issue."

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.